Event description:
Physician reports lens removal due to inflammation approx 10 mos after initial implant. He reports lens was implanted 6/95. In 10/95 a retinal tear was observed os and laser treatment was performed. The pt was referred to a specialist for glaucoma evaluation. At this time the pt was noted to have 2+ cells, 3+ flare, anterior chamber heme, and persistent epithelial defect. In 2/96 diode laser treatment was used os for cpc. On 4/15/96 the lens was removed, and an anterior vitrectomy performed, and subtenon injections installed. The pt is reported to be diabetic, has neovascular glaucoma, rubeotic glaucoma, heme in anterior chamber, corneal staining and a history of retinal detachment os. On 6/17/96 the pt was observed to have no light perception os.